Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash and that he had scars from the device. He reported that his doctor prescribed cortisone cream but the skin irritation was still itchy. The irritation was located on his front right side. He reported that other doctors had suggested the patient use baby powder and cornstarch but those recommendations also did not help. During a follow up the patient reported that his skin irritation comes and goes. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.